Manufacturer narrative:
The device involved in the reported incident is not expected to be received for evaluation. An investigation has been initiated based upon the reported information.

Event description:
The reporter stated that expired product was implanted during an emergency micro disc procedure. There has been no adverse outcome for the patient reported to date.